Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis and was hospitalized the same day. Therapy was ongoing. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. Treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Seventeen days after being admitted to the hospital, the patient recovered and was discharged from the hospital from the peritonitis event.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1953. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.